Event description:
Additional information was received indicating that x-rays were taken, however they have not been sent in for review to date. The patient's device has been disabled, and the patient has been referred to a neurosurgeon. Revision is likely, but has not occurred to date.

Event description:
It was reported on (B)(6) 2012 by a nurse practitioner that the vns patient had a system and normal mode diagnostic results that indicate high impedance. It was also reported that the patient has not been compliant with his appointments, and the last known good diagnostics were done in (B)(6) 2011 however the specific test results were not provided. It is likely that the patient will be turned off until surgery has been performed but no confirmation of device disablement has been received. X-rays have been requested and will be sent to manufacturer for review. The nurse practitioner also stated that the patient has not reported any adverse events as well as any trauma or manipulation to the site.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The last known good system diagnostic results were provided. No additional relevant information has been received to date.

Event description:
Additional information was provided indicating that the patient was experiencing an increase in seizures that were suspected to be related to the high impedance and the generator being programmed off. No known surgical intervention has occurred to date.

Event description:
Additional information was received indicating that the patient underwent a full replacement. The patient's generator and lead were both removed due to the high impedance. The post-op impedance values were within normal limits and the explanted devices were reportedly discarded after surgery.